Event description:
It was reported that during an unk procedure, the white tissue pad was almost completely melted off. Heavy tissue built up in the proximal jaw. Another device was used to complete the case. There was no pt consequence.